Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported flickering/no image issue could not be determined, however, the issue was likely due to a damage charged-coupled device (ccd) unit, as a result of user handling/mishandling. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image was not displayed due to damage on charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye deflectable videoscope had poor contact and the image flickered. There was no delay and the patient was not under sedation. There were no reports of patient harm.